Manufacturer narrative:
A ge oec service rep investigated the issue and re-seated the p3. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had image quality issues where vertical lines appeared on the monitors.